Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that during use of the bd vacutainer® esr blood collection tubes there was an issue with low draw. The following information was provided by the initial reporter, translated from chinese to english: during use, the customer found 1ea tube has low draw.